Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was damaged at the shroud and the pigtail tubing came out of the cartridge, interrupting insulin delivery. There was no impact to the customer's blood glucose level. Customer changed the cartridge to resolve the issue.